Manufacturer narrative:
Correction - h6 (device code, clinical signs code, results code, conclusion code) the reported event could be confirmed since evaluation and assessment of CT imaging indicated signs of loosening around the tibial pegs. Upon further investigation of the CT scans by healthcare professionals the following was observed, "the tibia shows some radiolucence and smaller cysts as well as cavities at the anterior part and around the pegs. These findings could be interpreted as loosening. There is no clear sign of migration, though. The pe is not directly visible, but there is also no direct or indirect sign of loosening or breakage. The talar implant shows some radiolucence and cavities anteriorly, but no clear evidence of migration. In the calcaneus a lateral sliding osteotomy has been performed and is consolidated. " it was also noted that the event was most likely patient related. Based on investigation, the root cause was attributed to a patient-factors related issue. The event was likely caused by the cysts and cavaties that developed around the pegs of the tibial tray. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.